Event description:
It was reported that the right ventricular (rv) lead thresholds had risen significantly since the last follow up visit and were now high. It was further reported that the lead impedance had also risen. The parameters on the lead were adjusted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-52 lead, implanted: (B)(6) 2013. (B)(4).